Manufacturer narrative:
Analysis of the pump identified a motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaf t-bearing. Evaluation results code has been updated. Evaluation results code is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving bupivacaine 13 mg/ml at 6.175 mg/day and morphine 20 mg/ml at 9.5 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back syndrome other. It was reported that the patient heard an alarm on (B)(6) 2016. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. A motor stall occurred on (B)(6) 2016 at 15:26 and recovered on (B)(6) 2016 at 02:57. No rotor study or dye study was performed. No patient symptoms reported. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.